Manufacturer narrative:
Follow up #1 submitted: 12/31/2012. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on testing, a rewind, load and prime sequence was performed successfully without alarms. The force sensor was tested and found to be out of specifications. The pump was opened for investigation and revealed contamination on the force sensor assembly.

Event description:
The patient claimed the animas insulin pump automatically prime the infusion set during the load step. At the time of concern, the subject pump did not prompt a no cartridge detected warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.